Event description:
It was reported that the customer's insulin pump had a crack between the reservoir and the battery compartment. His/her blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
Insulin pump received with cracked battery tube threads, reservoir tube lip, minor scratched display window, and detached end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.